Manufacturer narrative:
(B)(4). The customer did not know the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported there were three successive cuff failures during intubation of the same patient. The customer stated that the cuffs had tested fine during the preop when they were inflated with 10cc s of air. The customer stated that the patient's airway anatomy consisted of a mallampati 3 score and short thyromental distance and was a known difficult airway, per his provided history. The tubes were removed and the patient was reintubated each time. This is the second report of three reports from this customer. The first and third associated reports being submitted are our report numbers 2936999-2016-00185 and #160; and 2936999-2016-00187.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. Information has been added to the database and trends will continue to be monitored.